Event description:
It was learned via a clinical trial specialist that a patient with an implanted edwards bioprosthetic valve was diagnosed with severe stenosis and moderate regurgitation after an implant duration of approximately 6 years. The patient underwent an implant of a transcatheter valve inside the stenotic valve (valve in valve procedure), transapical access.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be confirmed or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.